Event description:
Sales consultant reported an issue with a broken drill bit. During the milling process of a cervical arthroplasty procedure on (B)(6) 2013 the drill bit, snapped in half. The surgeon retrieved all pieces, used a readily available spare drill bit and there was no reported delay in surgery. The hospital has discarded the drill bit pieces. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Without a lot number the expiration date cannot be provided. Device is an instrument and is not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.